Manufacturer narrative:
Pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, broken belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer also had low blood glucose level of 67 mg/dl. The customer stated that reservoir compartment was chipped off and broken to the point that the reservoir wont stay in. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will be returned for analysis.